Event description:
It was reported that the ventilator graphic user interface (gui) generated vertical lines in the lower display. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The medtronic field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter pcbs and downloaded the software to the current revision, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.